Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle failed to retract on a 20 g x 1.16 in. (1.1 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter with bc during/post use. There was no injury or medical intervention reported.

Manufacturer narrative:
Results: pr #: (B)(4) cr ¿ MDR - no sample part #: 382523 ¿ 22 g x 1.00 in. (0.9 mm. X 25 mm) bd insyte autoguard bc shielded IV catheter with blood control technology. Made of bd vialon catheter biomaterial. Has bd instaflash needle technology. Non-winged. Lot #: 7129886. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.